Manufacturer narrative:
The intraocular lens was received and sent to an independent laboratory for analysis by fourier transform infrared (ftir) spectroscopy of the white residue observed by the physician. The ftir spectrum showed that the white residue is an organic salt. The source is undeterminable but does not appear to be manufacturing related. No reports of a similar nature were received. Will continue to monitor and trend all reports.

Event description:
The physician reported his observation of a white residue on the optic of an implanted intraocular lens (iol). The iol was removed and replaced during the initial surgery without complication. The incision was enlarged to facilitate removal of the lens.

Manufacturer narrative:
Batch records were reviewed and showed no deviations. A review of complaint records revealed that no other complaints from this order number were received. No additional reports of a similar nature were received on lenses manufactured in this lot. All information received is included in this report.